Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted on an unknown date. After a minor trauma on an unknown date, the patient felt pain and experienced new edema in left wrist. X-rays showed failure of both epiphyseal locking screws at junction of head and shaft, without movement of head out of plate, but with redisplacement of fracture. Reportedly, screws were inserted in straight forward manner without repetition or undue torque during implantation. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.